Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the patient underwent a hip washout the same day as the initial procedure due to suspected debris. The surgeon suspected there may have been loose debris according to scans. When they went in, they did not see any loose particles so just did a hip washout with a head and liner exchange. It was reported no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: suggested component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.